Event description:
It was reported that the patient¿s previous implant was ¿defective.¿ the patient stated she couldn¿t turn stimulation on or off, thus, she got another implant. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37083-40, serial # (B)(4), product type extension; product ID 355029, lot # n080421, product type accessory; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).